Event description:
Pt presented with a pain in proximal tibial region. Intra-operatively femoral component well fixed & remained insitu. Polyethylene insert removed and on inspection no obvious signs of wear. Tibial component removed easily with minimal cement fixed to underside of tray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.